Event description:
Nt821731c - lumbar drain became disconnected at the drain to drainage system connection site. No injuries.

Manufacturer narrative:
Follow up report 002 ref to natus complaint # (B)(4). Customer confirmed via the medwatch form (uf/importer report# 2600320000-2024-8050) that the part was available to be returned. Customer did not respond to any additional requests for information despite multiple attempts. Lot number of the affected part was not confirmed. Complaint history review/trend analysis: (24 months review and percent of sales) 3 previously confirmed "integ-broke/disengage" complaints within the past two years. 45,911 nt821731c units sold within past two years. Failure rate = 0.01% root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure confirmed: no.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Lot number of the affected part to be confirmed. The affected product will be returned for evaluation. No related capas. Per (B)(4) risk analysis spreadsheet, hazard ID (B)(4). Cause - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm)- delay in patient treatment. Residual risk - medium. The hazards identified have been reduced as far as possible, and the luer lock connectors fitment are designed in compatible with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso 80369-7 luer reference fittings. Further investigation to be carried out.

Event description:
Nt821731c - lumbar drain became disconnected at the drain to drainage system connection site. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Lot number of the affected part to be confirmed. The affected product was to be returned for evaluation but not received to date. Qa made attempts to reach out to the customer on july 18th, july 29th, august 5th and 12th to obtain additional information on the event. The customer did not respond despite multiple attempts. Further investigation review to be carried out.

Event description:
Nt821731c - lumbar drain became disconnected at the drain to drainage system connection site. No injuries.